Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to helix would not extend after repositioned. Lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil near terminal end. Resistance testing found the lead was not electrically continuous. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet.

Event description:
It was reported that this lead was explanted due to helix would not extend after repositioned. Lead was successfully replaced. No additional adverse patient effects.